Manufacturer narrative:
The ventilator was investigated by our field service engineer fse. The reported problem could not be duplicate. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator malfunction was found. The logs were not received and no parts were replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patent harm. Manufacturer's ref.#: (B)(4).